Event description:
It was reported that the patient was reportedly at a wrestling match and was hit with an elbow over his implant site during his wrestling match. The implant immediately stopped working as he was no longer able to hear anything when he put his processor on directly after the match. He was wearing a wrestling headgear protector during the match. Testing of the device showed that 8 channels were hi and sc. The patient no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.